Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing intermittent "low battery" alarms. The suspect system controller was exchanged per the MFR's instructions for use and the pt remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event was confirmed. The white power lead of the system controller was found to have a compromised brown wire at the connector end. Manipulation of the white power lead during testing resulted in "low battery" and "power cable disconnect" alarms. A review of the device history records showed no deviations from mfg or qa specification that would affect device function or performance. This situation is being addressed through the MFR's correction/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.